Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards learnt through the review of a published article that this patient with a 21mm valve underwent intervention to treat a severe paravalvular leak (pvl) observed two (2) years after the implantation. Indication for initial avr was critical aortic stenosis. Intraoperative tee showed no pvl, however at pod+10 it was observed two jets of pvl leading to moderate aortic regurgitation. At 1 month follow-up the jets persisted and there was moderate degree of aortic stenosis that was secondary to patient prosthesis mismatch (ppm, eoa 0.68 cm2/mm2). At this stage patient was mildly symptomatic and conservative management was decided. At 12 months follow-up the patient reported nyha class ii symptoms with unchanged transvalvular velocities and similar degree of pvl. At this point, it was considered that the subangular stent of the prosthesis may not have been correctly deployed at the time of the implantation but as per CT scan, the stent appeared to be fully deployed. Along the next year patient progressed to have nyha class ii symptoms. Through tee and cardiac magnetic resonance imaging (cmr) it was observed normal prosthetic valve motion, and the two pvl jets, one mild jet at a 9 o'clock position and one moderate jet at a 3 o'clock position with an overall moderate-severe pvl. Decision to intervene by performing balloon dilatation of the device stent was made. After the procedure both pvl jets were reduced to trivial and there was an improvement in the hemodynamics. The patient made a good clinical recovery and at his one month follow-up a tte showed no evidence and pvl with complete resolution of his symptoms. This event was initially reported by the surgeon at 12 months patient´s follow-up visit. At that time it was informed that the valve was implanted in full sternotomy and that the surgeon considered this issue as a technical error and hypothesized that the skirt could have been not fully expanded at implant (under-inflation) being the cause of the pvl. At that time the surgeon was already considering the re-ballooning of the frame skirt of the valve as a potential option to solve the current pvl. At the time of the communication of the event, the surgeon had performed a total of 6-7 implants.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.